Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-5). The customer is concerned with test results from results obtained of hi; customer stated the result had been obtained yesterday. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer advised that he went to his doctor's office yesterday for a routine visit and when they checked his blood glucose, it was 527 mg/dl fasting. Customer did not go to his doctor due to the hi on the meter, but for his routine visit. Customer advised that he was not having any diabetic symptoms and the time of his appointment. Customer stated that he was advised by his pcp, that if his blood glucose goes over 600 mg/dl, that he should go to the emergency room and customer stated that he did not go because he was not going to sit in the ER. During the call, a blood test was performed by the customer non-fasting and produced test result of 287 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and open vial date is (B)(6). The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer returned incorrect meter. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 11-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.